Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two false low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. Upon repeat, the instrument yielded higher results. Unknown if treatment was initiated or withheld

Manufacturer narrative:
Qc was run before and after the event and was within the established ranges. Bci cts (customer technical support) performed troubleshooting with the customer: cre module maintenance, lamp calibration and chemistry calibration, precision runs for both low and high levels of serum and urine qc and the results were acceptable. A field service engineer (fse) was on-site and observed that the instrument had the original cre module with the older style stirrer motor and ordered the new style brush stirrer motor for replacement. The following med-watch reports are linked to this event: 2050012-2010-01220, 2050012-2010-00893. Change: from: no change to patient treatment attributed to or connected with this event. To: unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc was run before and after the event and was within the established ranges. Bci cts (customer technical support) performed troubleshooting with the customer: cre module maintenance, lamp calibration and chemistry calibration, precision runs for both low and high levels of serum and urine qc and the results were acceptable. A field service engineer (fse) was on-site and observed that the instrument had the original cre module with the older style stirrer motor and ordered the new style brush stirrer motor for replacement. The following med-watch reports are linked to this event: 2050012-2010-01220, 2050012-2010-00893.

Event description:
A customer contacted beckman coulter inc (bci) in regards to two false low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. Upon repeat, the instrument yielded higher results. No change to patient treatment attributed to or connected with this event.